Event description:
It was reported that the patient underwent fusion exploration and tlif with thbmp-2/acs at l3-4. The patient has suffered unspecified serious injury, extreme pain and suffering and anguish, physical and mental pain. Allegedly, bmp caused abnormal ectopic bone growth in the patient, which in turn caused his ongoing, chronic pain and other complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.